Event description:
It was reported the physician was unable to secure a lead into one of the prots in the ipg header. It was reported the physician attempted to reset the set screw, and the set screw dislodged and fell off of the sterile field. A different ipg was used to complete the procedure. Follow up determined the procedure was delayed greater than an hour due to the issue. In addition, it was reported the patient was well, and he received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.